Event description:
It was reported that the work station on the 9800 system would not boot up. Also the wig wag brake was loose. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The brake was adjusted, the boards and connectors were re-seated, and the ps3 power supply was replaced during the svc call. The system was tested and found to be working as intended and put back into service. This MDR is related to ge healthcare complaint number.